Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl. She experienced high blood glucose levels above 180 mg/dl two days prior to the day of the report. The customer was hospitalized the last time she had a similar issue with the insulin pump. When she removed her infusion set it looked like it had come loose, but she did not pay attention to the cannula. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.